Event description:
Sheath in was place in right femoral vein for cardiac catheterization. Insertion of thermodilution catheter in same vein through sheath, positioning of catheter required pulling back of catheter and during that activity the sheath sheared with a portion of the sheath remaining in the femoral vein. Attempted cut down to retrieve remaining catheter in surgery. Catheter had then traveled, was located in left pulmonary artery. Retrieved under fluoroscopy in special procedures dept by radiologist. Three (3) inch foreign body retrieved under procedure described. Pt remains hospitalized under observation.